Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the charger/modem was resetting. The cause of the resets was a bga failure at components u104 (pxa) and u1003 (pld) on the c/a board sn (B)(4). The bga components had a suspect intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(6) 2013. Implementation began on (B)(6) 2013. Results will be monitored. In addition, there was liquid contamination on the battery board and the q1 current-controlling transistor was thermally damaged on the bedside board. The root cause of the contamination is liquid ingress of an unk contaminant. The root cause of the damaged transistor could not be positively identified. No adverse event resulted from the defective charger/modem.